Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The pump was received with cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, and stained end cap sticker. No crack on display window was noted. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer stated that the reservoir window has a crack. The customer stated that there is a crack to a belt clip wearing portion. The customer stated that the motor error occurs frequently.